Manufacturer narrative:
Exact date unknown, event occurred 11 years ago from date manufacturer was made aware. Explant date: procedure happened 11 years ago.

Event description:
It was reported that patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.